Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. According to the complaint description, the device alarmed with disconnection on ventilator side alarms during the ventilation of a patient. The provided logfiles confirm the reported issue at the date of the event. 2025-11-24 11:31:51 peep/CPAP 5.0 cmh2o setting 301. 2025-11-24 11:31:51 vt 300 ml setting 315. 2025-11-24 11:31:51 rate 15 b/min setting 314. 2025-11-24 11:31:51 ventilation mode (s)cmv setting 224. 2025-11-24 11:31:42 disconnection on ventilator side alarms 5011. 2025-11-24 11:31:21 disconnection on ventilator side alarms 5011. 2025-11-24 11:31:06 disconnection on ventilator side alarms 5011. 2025-11-24 11:30:06 disconnection on ventilator side alarms 5011. 2025-11-24 11:29:42 disconnection on ventilator side alarms 5011. 2025-11-24 11:28:27 audio paused on special 516. 2025-11-24 11:28:11 disconnection on ventilator side alarms 5011. 2025-11-24 11:17:57 o2 enrichment 79 % setting 373. 2025-11-24 11:17:57 nebulizer duration 30 min setting 351. The root cause was identified as a defective servo module, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with disconnection on ventilator side during ventilation. No harm to the patient was reported.